Manufacturer narrative:
Evaluation summary - the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.

Event description:
It was reported that the device would not pass the pre-run test. The customer used another like device and completed the case with no pt consequence. The device will be returned for analysis.